Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
It was reported that during a routine follow up a week post implant, the implantable cardioverter defibrillator (ICD) device was observed to have delivered two episodes of inappropriate shock therapy. The right ventricular (rv) lead was tested and exhibited oversensing noise, loss of capture (loc), high pacing thresholds, low r wave amplitudes and pacing impedance measurements. The physician suspected the rv lead to have been dislodged. The physician scheduled xray imaging to confirm the lead dislodgement and a lead revision procedure. No additional adverse patient effects were reported. At this time, the product remains in service. Subsequent additional information was provided that reported the physician performed a lead revision procedure on the rv lead. The rv lead was successfully explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up a week post implant, the implantable cardioverter defibrillator (ICD) device was observed to have delivered two episodes of inappropriate shock therapy. The right ventricular (rv) lead was tested and exhibited oversensing noise, loss of capture (loc), high pacing thresholds, low r wave amplitudes and pacing impedance measurements. The physician suspected the rv lead to have been dislodged. The physician scheduled xray imaging to confirm the lead dislodgement and a lead revision procedure. No additional adverse patient effects were reported. At this time, the product remains in service. Subsequent additional information was provided that reported the physician performed a lead revision procedure on the rv lead. The rv lead was successfully explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up a week post implant, the implantable cardioverter defibrillator (ICD) device was observed to have delivered two episodes of inappropriate shock therapy. The right ventricular (rv) lead was tested and exhibited oversensing noise, loss of capture (loc), high pacing thresholds, low r wave amplitudes and pacing impedance measurements. The physician suspected the rv lead to have been dislodged. The physician scheduled xray imaging to confirm the lead dislodgement and a lead revision procedure. No additional adverse patient effects were reported. At this time, the product remains in service.